Event description:
The customer reported that the mx40 displays a message indicating the speaker is defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Corrected data: e1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Manufacturer narrative:
Philips received a complaint on the intellivue mx40 802.11a/b/g. The unit displays a message indicating the speaker is defective. The field service engineer (fse) confirmed there was a speaker malfunction inop message displayed. The device was sent and received at philips authorized repair facility (rft) for bench for evaluation: result of the functional tests indicate that although a speaker inop was displayed, the speaker was producing audible sound. The speaker assembly was replaced, and the device passed functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips received a complaint on the intellivue mx40. The unit displays a message indicating the speaker is defective. Per good faith effort (gfe) conducted, the field service engineer (fse) states that the device itself was functioning correctly, but the central station gave an inop that the speaker was defective. Fse confirmed that the device has been exchanged tested and confirmed works ok, the problem was resolved. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement to resolve the issue. The faulty unit is to be returned for evaluation. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) reported the device itself was functioning correctly, but the central station gave an inop that the speaker was defective. The customer was provided a replacement device. The complaint device was evaluated at philips authorized repair facility (rft). Results of the functional tests indicate the speaker was producing audible sound and no speaker malfunction inop message occurred during testing. The root cause of the customer's allegation is unknown as the reported issue was not confirmed during evaluation.